Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration reports and as the problem affected both ise units, the usage of liquids other than the recommended solutions or a contamination of the system reagents is the most probable cause of the event. No adverse event was reported.

Event description:
The customer received questionable ion selective electrode (ise) results for an unknown number of patient samples. The samples were repeated on modular core analyzer serial number (B)(4). Of the data provided for four patient samples, the results for three were discrepant and reported outside the laboratory. All results are in mmol/l. Patient sample 1 initial sodium result was 98 with data flags and the repeat result was 127 with a data flag. The initial potassium result was 4.8 and the repeat result was 6.4 with data flags. The initial chloride result was 72 with a data flag and the repeat result was 94 with a data flag. Patient sample 2 was from a male patient. The initial sodium result was 138 and the repeat result was 147 with a data flag. Patient sample 3 was from a male patient. The initial sodium result was 137 and the repeat result was 150 with a data flag. The initial potassium result was 4.0 and the repeat result was 4.5. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was t21 with an expiration date of 10/31/2013. The potassium electrode lot number was a87 with an expiration date of 10/31/2013. The chloride electrode lot number was f09 with an expiration date of 11/30/2013. The field service representative determined there was a problem with the reference electrode and replaced it. To verify the analyzer operation, he ran ise checks which passed and the customer ran calibration and qc successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.